Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown procedure with mentor cpx 4 breast tissue expander with suture tabs 650cc implants which the right side failed to inflate after initial inflation and six weeks after implantation. As a result patient had the expander removed and replaced with allergan device as follow: catalog number tcm-375, lot number 2993976, serial number (B)(4) on (B)(6) 2018.